Manufacturer narrative:
Block b3: exact date unknown, event occurred 4 weeks after the implant. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model:sc-2218-50, serial: (B)(6), batch: 7140207.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision procedure. No product was added or removed. The patent was doing well postoperatively.